Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device revealed that the loop itself was intact, but completely out of shape as if strongly pulled. It remained loaded in the cannula, but the cannula was separated from the loop wire in the soldered transition. At the location of the separation, the loop wire was severely kinked. A document-based evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) which state: "excessive force should not be used to retrieve the filter." The filter implant period for this patient remains unknown. Based on the information provided and the results of the investigation it is likely that strong manipulation of the device may have kinked the loop wire resulting in the reported separation during the filter retrieval. The length of time of the filter implant may also have potentially impacted the procedure; however the impact cannot be conclusively measured since the implant date was not provided. The most likely root cause of the reported event may be related to user technique during the attempted filter retrieval. However, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the risk assessment, no further action is warranted.

Manufacturer narrative:
(B)(4). The reported has been received, an evaluation is in progress.

Event description:
As reported to customer relations: the snare of the gunther tulip vena cava filter retrieval set had broken off in the patient. All was removed with no harm to the patient. It is unknown how the device was removed. No additional details have been received.